Event description:
Same case as MDR ID# 2134265-2012-07019. Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous transluminal angioplasty procedure, balloon would not inflate. Access was obtained via femoral approach. The 100% stenosed long lesion was located in a severely calcified, moderately tortuous right superficial femoral artery. A non-bsc guidewire crossed proximal to the popliteal artery and while the 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for predilatation, the physician attempted to inflate the balloon however inflation of the balloon catheter was not performed. They were unable to apply pressure at all. Another 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced and during delivery, this balloon ruptured. The guidewire was withdrawn proximally and the physician made the guidewire cross a false lumen. The guidewire crossed the lesion and then the physician was able to get the guidewire to cross the true lumen. After getting the guidewire to cross the lesion, a sterling es balloon catheter crossed the lesion and inflation was performed. Reportable based on device analysis which found a pinhole in the balloon.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the coyote es catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. The tip was damaged. The inner shaft was buckled adjacent to the proximal balloon cone. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).